Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found no abnormalities except for surgery related damage which is not considered abnormal and dried body fluid and tissue around the helix, which is normal for active fixation leads. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.

Event description:
It was reported that this lead was an attempted implant as a perforation to the heart wall was noted. Subsequently, this led to a pericardial effusion and hypotension and required pericardiocentesis procedure. The patient was hospitalized in response to the reported event. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant as a perforation to the heart wall was noted. Subsequently, this led to a pericardial effusion and hypotension and required pericardiocentesis procedure. The patient was hospitalized in response to the reported event. A new lead was successfully implanted. No additional adverse patient effects were reported.